Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 1-mar-2024, it was reported that the eighteen infusion set tubing was leaking at site and infusion is long for usually occurs after wearing ifs 2 days. The blood glucose level was high and the reading is 160-200 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 13 of 18.